Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, the keypad was observed to be peeling off from the base and exposed the key contacts. All of the keypad buttons responded appropriately. The keypad was removed and there was contamination found under all buttons. (B)(6).